Event description:
A pt was positioned on the andrews table, the tibial support lever was positioned down and the movement level was pushed. All functions of the table proceeded to move, the pt was repositioned and the lever was pushed again. All functions of the table moved, except in a different direction. Pt was removed from table and repositioned on a jackson table and surgery was continued.

Manufacturer narrative:
Table age is 20 years, status of table is unk. Will contact hospital for further details and advise ((B)(4) 2012).